Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>unk. - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture?=>unk. - are there any photos of the foreign matter available?=>unk. - is it possible that the foreign material fell into packaging upon opening of device?=>unk. - was the product seal on the foil still intact when the package was opened?=>unk. - could you kindly provide the lot number, please? =>unk. - please provide the source or name of person providing answers to follow-up questions: (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, when looked at the package before use, it was found that there was a small trash inside the package. The package did not open. It was a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.